Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 07oct2019. The philips principal engineer reviewed the ventilator diagnostic logs and confirmed a problem with the 24v power supply on 08-18-2019. Extended self test was performed on 08-21-2019 and there were no error codes indicating an issue with the backup alarm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019. The customer reported while in patient use, the ventilator shut off with no alarm and started up on its own. The patient was manually ventilated for desaturation and place on another ventilator. The ventilator was changed to pressure control with no issues. There was no patient harm. The patient's weight was between (B)(6) lbs. The philips field service engineer (fse) evaluated the ventilator and found that the unit did not run on ac or back up battery power. When plugged into ac power source, mains led illuminated, backup battery and external battery led's intermittently turn on and off, and the backup battery was below 22v. The fse recommended that the customer replace the power supply and the backup battery however the customer declined repair therefore no repair was performed.

Event description:
The customer reported that while in patient use, the ventilator shut off with no alarm and started up on its own. The patient was manually ventilated for desaturation and placed on an alternate ventilator. There was no patient harm.